Manufacturer narrative:
On (B)(6) 2020, mentor became aware that manufacturer report number 1645337-2019-23618 is a duplicate of this complaint. Any additional event information received will be submitted under this manufacturer¿s report number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-jan-2020, mentor received the suspect medical device. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the breast saline implant. During visual evaluation of the sample a crease was noted in the anterior view. Within crease a tear was noted, measuring approximately 0.1 cm. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 275cc mentor smooth round moderate profile, catalog # 3501640, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 275cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided deflation. Patient noticed a spontaneous deflation of her left side; it is smaller than the right side. She consulted with her physician and deflation was confirmed. As a result, the patient underwent explantation and replacement with like device, catalog # 3501640, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.